Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 8784, serial# (B)(4), implanted: (B)(6) 2016 explanted: (B)(6) 2018. Analysis of the pump (serial # (B)(4)) found that the pump was implanted after its use by date. Analysis of the catheter (serial # (B)(4)) found that the collet was not fully locked into place. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer¿s device registeration system indicated that the device was implanted after the used by date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving baclofen 300mcg/ml, dose not reported via an implantable pump. The indications for use were not reported. The patient had an open wound causing the pump to be exposed. It was unknown how the patient got an open wound. There were no diagnostics or troubleshooting performed. The pump was replaced as a precaution to prevent further infection. The actions and interventions taken to resolve the issue was the pump and the catheter were removed. The issue was resolved at the time of the report. The patient¿s status was noted as alive, no injury and no further complications were reported.